Event description:
Pt was receiving tpn infusion via the cadd solis pump. Nurse noted that the tpn bag was empty, but there should have been 204 mls still remaining in the bag. Nurse immediately stopped the pump and clamped the line. No evidence of bag, tubing or central line leakage. Concerned that the infusion pump malfunctioned and pt received tpn does at a faster rate then what was ordered, plus given an add'l 100 mls (overfill volume from pharmacy). Pump showed that it still had a reservoir volume of 204.7 mls, even though the bag was empty. The settings of the cadd pump wee checked at the beginning of the nurse's shift and again once these issues were noted. Both times the settings were correct, except for the inaccurate reservoir volume after the issue occurred. Nurse was checking the tpn a couple of times during the shift when he was filling up pt's feeding bag and each time the tpn bag had ample fluid inside and gave no noticeable indication of losing volume at a faster rate than usual. Pt was observed for electrolyte issues and fluid overload after error was identified. No alterations in his vital signs or mental status were noted. Pump brought back to office and biomed department downloaded. Cadd pump appears to have functioned normally per the printout. The bag that was returned was empty, so pt received about 860 mls of tpn over 10 hrs. Ordered therapy is tpn 760 mls over 12 hrs. Infusion nurse manager spoke with rn who was currently in the home to inquire about priming and any waste prior to starting tpn last evening. Nurse stated they primed the tubing manually and stated there was barely any air, so very little was wasted. Pt's central line was evaluated today as it was being ethanol locked. Nurse was unable to remove ethanol, but once line was flushed, they had a good flush and good blood return. No signs of swelling or leaking around line on pt. Nurse will be doing a dressing change this evening and will assess the line further. IV pump was exchanged out, tested in biomed, and is being sent to the manufacturer for testing and repair.